Manufacturer narrative:
(B)(4); used as no other term indicates there are no findings due to no investigation performed.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. No data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No additional event or patient information is available.